Event description:
It was reported that during a laparoscopic right upper lobectomy, it was observed that the device locked out during the vascular treatment. The sled was moved a little, but the staples did not come out. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 11/03/2025. D4: batch #357d00. Additional information was requested, and the following was obtained: did the device deliver any staples?=>no. If yes, were the staples formed properly?=>n/a. If yes, was the staple line complete?=>n/a. Did the device cut? =>no. If yes, was the cut line complete? =>no. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? =>n/a. Was there any difficulty opening the device?=>no. If yes, how was the device removed from the patient? =>n/a. If yes, did the jaws eventually open? =>n/a. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device was tested for functionality in the straight position with a test reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished pve35a, with lot/batch number a9725w, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 357d00, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.